Event description:
I have had several painful eye infections with in the last 2 yrs and I just found out from the news that the product amo complete moisture lens cleaner was believed to cause this problem, I am very upset because I had to stop wearing lenses because I kept having these problems, meantime my eye dr specifically recommended that I use this product and no other. Also, I had to throw out many "reusable pairs" after one use only due to this problem, believing it was due to something else. Causing quite a large bill in order to use contacts. Also I've had to pay quite a lot of drs bills and not to mention the antibiotics which run alot for a tiny bottle. Used 2005 - 2007, 1 tbsp when needed.